Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was found to be in backup vvi via remote transmission. Patient was asymptomatic. When the patient was brought into clinic, a device image failed to save on consecutive attempts. A firmware download was performed and the device code was reloaded.